Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the implant loosening could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493753, mfd. 09/19/2016, exp. 2021-09-19, (B)(4). 2nd (second): ifuse implant, p/n 7045-90, lot# 493762, mfd. 10/04/2016, exp. 2021-10-04, (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493752, mfd. 09/22/2016, exp. 2021-09-22, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The surgeon later determined that the implants were loose with non-union of the si joint. He decided to remove and replace all the implants with larger ifuse implants. He did not indicate that any of the implants were malpositioned. In (B)(6) 2018, the surgeon performed a revision surgery where he removed all three implants and replaced them with larger ifuse implants using the explant voids. The status of the patient following the revision procedure is not known.